Event description:
Initially, the device was reported to fail to keep the date and time settings. During a routine morning check, the device entered the service mode upon power on and other modes were unavailable. None of the device functions were available to deliver defibrillation therapy and it had logged event codes in the memory. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported critical failure. The device defaulted to the manufacturer settings due to a depleted coin cell battery but was able to retrieve ECG and provide defibrillation therapy. Physio replaced the battery and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use.